Event description:
The account questioned a positive architect anti-hbs result of 93.55 miu/ml. The patient's (B)(6) result was 1.5 iu/ml and they were expecting a negative (B)(6) result. There was no report of impact to patient management.

Manufacturer narrative:
(B)(4). This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete. This report is being filed on an international product, list number 7c18 that has a similar product distributed in the us, list number 1l82.